Event description:
It was reported that this pacemaker exhibited oversensing of the ventricular pacing (vp) causing two distinct signals in the atrial channel. Technical services (ts) reviewed the event and provided reprogramming options. No adverse patient effects were reported. This pacemaker remains in service.